Event description:
The customer reported to philips healthcare that when the heartstart xl is on battery power and turned on, it automatically enters the diagnostic or configuration modes. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.